Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive at times. Additionally, it was reported that multiple alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy.